Event description:
The customer reported that while positioning a pt using the load pedal on multi-function footswitch, motion had continued when the pedal was released. They had stepped on the float pedal to stop motion. Philips service confirmed that there was no harm to the pt or operator. Philips service determined that the screw securing the load pedal on multi-function footswitch had become loose, allowing the pedal to become stuck engaged. The screw was secured to eliminate the problem.

Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. (B)(4).